Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that several buttons on their device were not functional, including the charge, energy select and shock buttons. Without the functionality of these buttons, the device could not charge or deliver defibrillation energy to a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control replaced the user interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed user interface pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be due to a shorted integrated circuit chip, designator u5.